Manufacturer narrative:
The reported complaint that the ventilator started stacking breaths was not verified. The reported complaint that the ventilator stopped cycling was verified. Per the complaint notes, activating the manual breath button would result in the ventilator cycling, stacking breaths and then stopping. Hyperbaric ventilator s/n (B)(4) was sent to the manufacturer for evaluation. The exhalation knob appears to have been removed. The ventilator was tested as it was received: the tidal volume was 590 ml, the inhalation time was 0.55 seconds and the exhalation time was 2.38 seconds. Testing found that the ventilator cycled without stacking breaths. The ventilator was connected to a hyperbaric chamber and the chamber was compressed and decompressed. No issues were noted during the compression, however, a leak was found coming from a fitting on the inline volume chamber. Upon reaching ambient pressure during decompression the ventilator stopped cycling. No further testing could be completed due to the cycling cessation. The reported failure that the ventilator was stacking breaths could not be duplicated. To test for stacking of breaths the complete patient circuit used with the hyperbaric ventilator is required. There is a component in the patient circuit that could account for the stacking of breaths. The patient circuit was not sent in for evaluation with the device. The reported failure that the ventilator stopped cycling was caused by a malfunctioning multi-flow relay. Found during evaluation: the ventilator is leaking form the fitting on the inline volume chamber. The immediate cause of the leak was disconnection of the unit. During the disconnection, the wrench loosened the fitting resulting in a leak. The exhalation knob appears to have been removed. It is unknown who removed the knob.

Event description:
This reported failure occurred during a training session. The hyperbaric ventilator was turned on, started stacking breaths, and then it stopped cycling. The manual breath button was depressed. The ventilator cycled and stack breaths, then stopped. The hospital staff turned the device off and let it sit for 30 minutes. Upon turning the hyperbaric ventilator on, it worked properly.